Event description:
The biomed replaced the sidecom board because the 37 pin connection was damaged. He said he installed the board and placed the bed back into service. He later received a call from the nurse alleging none of sidecom functions were working (nurse call/tv/radio). No injuries.

Manufacturer narrative:
Repairs have not been completed.